Event description:
Note: this report pertains to the second of three reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-1813 for details regarding the first device. According to the complainant, during the procedure the balloon ruptured inside of the patient. The device was replaced with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. Refer to MFR report #3005099803-2008-1388 for details regarding the third device.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of the reported malfunction could not be determined.